Event description:
It was reported that during a colon procedure the device cut and stapled properly during the procedure. After the procedure it appeared that the staple did not hold and bleeding occurred. The patient was transfused and is still in the hospital. The device was discarded.

Manufacturer narrative:
Date sent: 03/10/2009. Info is unavailable; device was not returned for evaluation.